Event description:
It was reported that the implantable cardiac defibrillator (ICD) had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary: (B)(4) performance data of the device was analyzed. Analysis revealed that the time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012 and the device rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data shows battery equaling 2.64 to 2.62 volts between (B)(6) 2012. And there was one patient alert for low battery voltage on (B)(6) 2012 02:15:04. The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.